Event description:
A malfunction alarm, identified by code malf 16, was reported by the customer. There was no adverse impact to the customer's blood glucose level due to the issue. Technical support arranged for a replacement pump, and the customer planned to switch to manual daily injections to ensure continuous insulin delivery.